Manufacturer narrative:
Sections a2, a3, a4 and a5: unknown/ not provided. Section b3: date of event: unknown, information not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded lens was implanted but had to be removed due to zonular instability. The surgery was completed in the same procedure with another company's lens. Additional information reveled that the lens was explanted due to zonular instability and a 3 piece intraocular lens was used instead. There was no injury to the patient. No further information is available.